Manufacturer narrative:
(B)(4). Batch # p94g4m. Investigation summary: the device was returned with the blade cracked inside of the tube. The device was connected to a gen11 to test functionality. It did not pass functionality testing and an alert screen was displayed. No communication issues were observed at any time during the test. Next, the device was disassembled and it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. In addition, it was also found that there was a cracked internal component; the y-link. The blade broke off during functional testing. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that before the start of an unknown procedure, the cable was plugged into the generator and a message was received that it was not detected. The machine did not recognize the device and kept asking to press next. The procedure was not extended greater than 30 minutes and there was no reported patient consequence.